Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The repeat results fit the clinical picture and a corrected report was issued. The cause for this event is unknown.

Event description:
The customer reported a discrepant total hemoglobin on the rp 500 when compared to a non-siemens laboratory instrument.

Manufacturer narrative:
From the information provided by the customer, there is no evidence suggesting that the co-oximetry on this system at the time of testing was not performing as intended. The aqc values were within range for thb both before and after the sample in question. Based on the information and data provided, the root cause for this discordant thb value cannot be investigated further.